Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while the device was being applied in stapling the stomach, the tissue reinforcement did not stay attached completely to the anvil while placing on stomach tissue. It did not break free completely, however surgeon decided to open another one to complete the case. In addition, the optical trocars were hanging up on the seal when trying to pull obturator out of the cannula. The seal was damaged and disengaged. There was no patient injury.